Manufacturer narrative:
Reference number (B)(4). The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2023, the patient experienced dark red drainage from the peg stoma with no signs of infection. On (B)(6) 2023, the patient went to the emergency room and was prescribed unknown oral antibiotics for a stoma infection. It was reported that there was bleeding from the stoma due to her blood being unable to clot after using aspirin every other day incorrectly before surgery.